Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would "no longer accept cartridges". The customer declined troubleshooting and no additional information could be gathered regarding the issue.